Event description:
It was reported that a review of a atrial tachy response (atr) found there was atrial undersensing issues and far-field oversensing resulting in inappropriate atr episodes. Technical services discussed programming options and recommended to consider a chest x-ray or possible lead revision. At this time, the lead remains in service. No adverse patient effects were reported.